Event description:
I had a double mastectomy in 2015 due to breast cancer. I waited two years for reconstruction, which I got my breast implants in (B)(6) 2017. I have been so sick since getting the implants. Digestive problems, fatigue, anxiety, depression, memory loss. They also thought I had blood clots in my legs (I couldn't walk). Tests came back (B)(6). Then in the last three months, I got both pneumonia and shingles. Many days I am unable to work, unable to remember things.